Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of cellulitis, hematoma, pain, swelling and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of cellulitis, hematoma, pain, edema and erythema : "precautions for use as a matter of general principle, injection of a medical device is associated with a risk of infection. Standard precautions associated with injectable materials shall be followed. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Haematomas."

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the cheeks and juvéderm volift with lidocaine in the nasolabial folds. Six days later the patient's right cheek was painful and swollen, but there was no redness. The physician initially thought it was an abscess but "it turned out to be a simple cellulitis and not an abscess." The patient also had a hematoma on the right cheek. Healthcare professional followed up with the patient 3 days after symptom onset and the patient was still complaining of pain and swelling but no redness. Patient returned to the clinic 2 days later and upon review physician found redness to the area. Patient was treated with keflex as well as fucidin ointment. Symptoms have resolved.